Manufacturer narrative:
The insulin pump had multiple displayable history check failed on startup alarms in the alarm history screen. Displayable history check failed on startup alarms due to corrupted history file. The insulin pump was unable to download to carelink pro due to corrupted history file and poor solder joints on motherboard. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tubewindow and stained end cap sticker.

Event description:
The customer reported via phone call that they were unable to upload to carelink. The customer's blood glucose was 88 mg/dl. Troubleshooting found the insulin pump passed a self-test. It was found the insulin pump did not have radio frequency communication. The insulin pump will be returned for analysis.